Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician was retracting the delivery/stent device back into the guide catheter due to loss of wire support and the stent dislodged. The physician elected to secure the undeployed stent with another stent. Pt status is listed as "good."